Manufacturer narrative:
Evaluation summary: the distal tip was slightly damaged. The stent was not present on the returned endeavor resolute device. There were crimp impressions evident on the balloon working length. (B)(4).

Event description:
The physician intended to deploy an endeavor resolute stent. The device was inspected prior to use with no abnormality noticed. Protective sheath was removed without difficulty , device was then inspected with no issues noted. The target lesion in the lcx exhibited stenosis. The lesion was pre-dilated once at 10atm for 10 seconds. The endeavor resolute device was delivered to the proximal lcx along the guidewire. The inflation device remained on neutral pressure during delivery of the device. No resistance was noted when advancing the device. The stent could not pass through the proximal lcx and was dislodged in this location. When the device was being withdrawn the stent dislodged and drifted to the right femoral profound artery. Immediate attempts were made by the vascular surgeon to remove the stent by surgery but the attempts failed. The procedure time was extended. The stent remains in the patient in right femoral profound artery. The physician determined that the reason for the event was the complicated lesion condition. It was assessed that the event was not related to the product. The surgeon determined that the stent will not impact the patient. The patient had another stent implanted to treat the lesion. No further patient complications were reported - the patient is now in good condition.